Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate at firing, the clip did not close the vessel. There was no consequence to the patient.

Manufacturer narrative:
Device-b: d5,6; h2,3,4,6; added add'l info. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, ab-no; damaged jaws, a-yes b-no; damaged feed bar, ab-no; damaged handle shrouds, ab-no; damaged tip shrouds, ab-no; damaged trigger, ab-no; damaged tube, ab-no and damaged weld seams, ab-no. Functional tests & results: jaws: inside width at tips, a-.202 b-.171. Analysis conclusion: based on the info rec'd and the visual inspection, no conclusion could be reached as to what may have caused the reported incident on one of the returned instruments. One of the returned instruments was rec'd in good condition but empty. As the instrument was returned empty, further functional testing could not be performed. The other instrument was returned with damage to the jaws, the floor and the lower shroud. It could not be ascertained as to how the damage to the instrument occurred. However, it should be noted that if the jaws are torqued or closed over a hard object, the instrument can become damaged and the clips will not form properly. Mfg and engineering have been notified of the reported incident. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.